Event description:
Customer reported not feeling well. Customer took normal medication. Device = 172 mg/dl at 9 am. Customer still did not feel well and went to the hospital. Customer's device = 237 mg/dl and hospital device = approximately 327 mg/dl. Customer was given insulin. No controls used. A request was made for return product and replacement product was sent.